Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged, had high threshold, and no sensing of r-waves. There was placement difficult during the repositioning. The lead did not stay attached to the ventricle with many attempts. The lead was explanted and a new lead was implanted. No patient complications have been reported as a result of this event.